Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was 4.01 mui/ml with a data flag. As the patient was five weeks pregnant, the customer repeated the patient sample on a cobas e601 analyzer with a result of 6822 mui/ml with a data flag. The same sample was repeated on the cobas e411 analyzer and the result was 6415 mui/ml with a data flag. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 156542. The expiration date was requested but was not provided. Precision testing was performed and was acceptable. A specific root cause could not be determined. Possible root causes include pre-analytic issues such as clots/fibrin in the sample due to insufficient inversions and a too short clotting time, foam/bubbles on the sample surface, or insufficient maintenance of the analyzer. Qc on day of event was within the ranges and long term qc recovery was good. A general reagent issue could most likely be excluded.